Manufacturer narrative:
(B)(4). (B)(6). The sample was contaminated and discarded; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set leaked. The leak was not able to be located. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.